Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the jaws were chipped. The repair technician reported cutting jaws broken as the reason for repair. The cause of the issue is unknown. The following parts were replaced: jaw/bolt system. The item was repaired, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Service history record review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is november 25, 2014. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of rod cutters chipped at the jaws during a spinal surgery. Per the reporter, the breakage occurred at the back table. No fragments were generated, nor were pieces left in the patient. A spare device was available to complete the procedure. There was approximately a five (5) minute surgical delay as the spare device was obtained. The procedure was completed successfully. This report is 1 of 1 for com-(B)(4).